Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the customer noticed the top lidstock of the kit shows an agba 4.5fr single lumen PICC and the front place card shows a 5fr double lumen PICC. No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided a photo for evaluation. A visual exam was performed on the photo and it was observed that the catheter dimensions listed on the banner card insert (side display) did not match the catheter dimensions listed on the lidstock. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "read all package insert warnings, precautions and instructions prior to use. Failure to do so may result in severe patient injury or death." The customer report of label incorrect was confirmed by visual inspection of the customer supplied photo. The catheter dimensions li sted on the banner card insert (side display) did not match the catheters dimensions listed on the lidstock. A device history record review was performed, and no relevant findings were identified. The probable cause was determined to be packaging. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the customer noticed the top lidstock of the kit shows an agba 4.5fr single lumen PICC and the front place card shows a 5fr double lumen PICC. No patient involvement reported.